Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/apr/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl (pathological markers not reported or confirmed) and capsular contracture, baker grade IV.

Event description:
Health professional reported patient experiencing pain, asymmetry, malposition, and seroma which have been deemed not related to the device. Further report was capsular contracture, baker grade IV. Patient was reportedly diagnosed with right side anaplastic large cell lymphoma, from the biopsy report from another clinic. The patient was treated with chemotherapy. Pathology results were not provided and the markers of cd30+ and alk- have not been reported/confirmed. There is no indication of surgical reoperation, device remains implanted.